Event description:
It was reported that guide wire tip detachment occurred. A 182cm luge¿ guide wire was selected however it was noted that the tip of the wire broke off.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents distal tip detached and bent. Moreover, the distal tip was not returned (4.1cm approx.). All the outer diameter (ods) taken and all of them are according to its specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 182cm luge guide wire was selected however it was noted that the tip of the wire broke off.